Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The exact age at the time of the event is unknown. The exact date of the event is unknown. However, the patient experienced peritonitis in (B)(6) 2012.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal and extraneal at the time of the event was not reported. Pd therapy was discontinued. The patient experienced bacterial peritonitis which did not require hospitalization. Diagnostic and treatment information was not provided. The patient was given unspecified antibiotics, which continued for a month. The patient recovered from this peritonitis event.